Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the superior vena cava (svc) impedance on the right ventricular (rv) lead was high and triggered an alert. It was noted that the rv coil also had a significant increase in impedance and there was an increase in the number of short v-v intervals. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.